Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of kugel patch (device #1). Per operative notes, ¿the old mesh was identified and excised. A medium sized kugel patch (device #1) was placed to overlap the hernia defect and sutured.¿ (note: the old mesh removed in this procedure was unknown mesh) (B)(6) 2021 ¿ patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent open repair with removal of kugel patch (device #1) and an implant of phasix flat mesh (device #2). Per operative notes, ¿the kugel patch (device #1) was excised along with sac. The transversus abdominis muscle were released bilaterally and closed using sutures. A phasix flat mesh (device #2) was placed in retrorectus space and sutured.¿